Event description:
An update was required by dexcom. However, the update left the applications without the ability to notify using a low alert. My child's blood sugar dropped and stayed dangerously low intel. Her insulin pump device picked up the dangerous, low blood sugar and alerted us. I thought it was a one time deal. However, happened three more times within the night. I called the company and they could not figure out why I was not living the alerts, however, when talking to other t1 diabetics who also noticed the exact same problems during the same 3 day period/when the app required updates. The company said that no one else had made complaints regarding it. However, I spoke with twelve other people who had also made the same complaint.